Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device had calibration issue. The patient had 1st degree burn on the lower armpit at about 15 cm round. It was treated with 63/5000.